Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had experienced a syncopal episode. This right ventricular lead was exhibiting loss of capture and was found to have dislodged. Therefore, a revision procedure was performed and the lead was explanted and replaced without further incident.